Event description:
It was reported that a malfunction occurred with the customer's pump. There was no reported impact to the customer¿s blood glucose level. The customer was provided with a replacement pump.